Event description:
During a follow up, high impedance was observed. The lead was explanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 49cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.